Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and prompted for a password. The station was rebooted; however, the issue was not resolved. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on black screen. A field service engineer (fse) troubleshot the issue over the phone and guided the customer through a system reboot. The customer verified normal operation afterward and confirmed that the issue was resolved with the reboot, indicating no onsite visit was required. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.